Manufacturer narrative:
Medwatch sent to FDA on 8/29/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, little discomfort and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, pain and skin irritation: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine in the lips and vermillion border. About 4 months later, the patient received another injection with juvéderm voluma with lidocaine in the cheeks and nasolabial folds. Prior to injections, the patient was given topical emla and a cold compress after injection. About 1 month after the last injection, the patient developed swelling with "little discomfort" in the sites of injection, specifically the left cheek and some areas on the lips. Patient was treated that day with hylase on the sites that presented with nodules. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00680 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm volbella with lidocaine.

Manufacturer narrative:
Medwatch sent to FDA on 9/14/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the lips and vermillion border. About 4 months later, the patient received another injection with juvéderm® voluma¿ with lidocaine in the cheeks and nasolabial folds. Prior to injections, the patient was given topical emla and a cold compress after injection. About 1 month after the last injection, the patient developed swelling with "little discomfort" in the sites of injection, specifically the left cheek and some areas on the lips. Patient was treated that day with hylase on the sites that presented with nodules. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00680 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspected product, juvéderm® volbella¿ with lidocaine.